Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and swelling. The device was explanted on (B)(6) 2015. There were no complications related to the procedure and the patient was fine post procedure.